Manufacturer narrative:
(B)(4). It was reported that a patient underwent a pelvic floor repair procedure for treatment of a rectocele on (B)(6) 2010. It was reported by the patient that during the initial procedure, the surgeon, without prior information or warning to the patient, diagnosed a uterine-vaginal prolapse with voluminous posterior colpocele (rectocele) which was not previously diagnosed and consequently implanted an anterior pelvic floor repair mesh. Two days after the procedure, the patient experienced pain and bleeding with urination. The patient returned to the hospital and was seen by the surgeon. On 04/15/2010, the pain became unbearable and a diagnostic cystoscopy was done which showed a foreign body in the ureter. The mesh had detached itself from its supports and broke through the urinary bladder wall. The cystoscopy diagnosis was an extraneous body localized nearby the urethral mouth, which appears edematous and erythematosus. On (B)(6) 2010, the patient underwent a second operative cystoscopy which was not definitive and the mesh was not removed. The patient was transferred to another hospital and the mesh removal surgery was performed on (B)(6) 2010. A subsequent surgery was carried out on (B)(6) 2010 with the purpose of repairing a big urinary bladder/vaginal fistula. The patient was discharged on (B)(6) 2010. Currently, the patient reports that she has an overactive bladder due to an incorrect operation being performed. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure for treatment of a rectocele on (B)(6) 2010. During the procedure, an anterior pelvic floor repair mesh was used. Two days after the procedure, the patient experienced pain and bleeding with urination. The patient returned to the hospital and was seen by the surgeon. On (B)(6) 2010, the pain became unbearable and a diagnostic cystoscopy was done which showed a foreign body in the ureter. On (B)(6) /2010, the patient underwent a second procedure to remove the foreign body. During the procedure, it was noted that the foreign body was the mesh which had detached and migrated into the ureter. The patient experienced prolonged hospitalization. Currently, the patient is experiencing an overactive bladder.